Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that the right ventricular lead was explanted and returned for further analysis. No patient condition was reported.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead, consisting only of the connector portion, was received intact. Visual and x-ray examinations were performed on the partial lead and no anomalies were observed except for procedural damage. Electrical testing was conducted and no indications of conductor fractures or internal shorts were detected.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing. Programming changes were made to resolve the issue and the patient was in stable condition.